Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus. Drawer 4p2, drawer 4.1, pockets b1 through b5 were not detected on the bus. The initial error messages indicated that the drawer failed to lock and failed to open. After the station was restarted, the drawer was able to open and close; however, the affected pockets continued to not be detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no failure icon was present on the screen. A field service engineer (fse) tested the station using hardware test application (hta), and all tests were successful. The system functioned as intended when the field service engineer verified the device.